Event description:
Pump alarm was reported during insulin pumping, indicating alarm 20. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller in attempting to load a new cartridge, but the cartridge alarm recurred, preventing successful insulin therapy. As a resolution, customer support arranged for a pump replacement.